Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that he right ventricular (rv) lead was exhibiting low defibrillation impedance. No changes or intervention was performed. The patient was in stable condition.